Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the mobile power unit not functioning as intended was not confirmed. The heartmate mobile power unit was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking for the serial number of the mobile power unit and if it would be returning for analysis; however, to date no response has been received. The root cause of the reported event was unable to be determined. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate mobile power unit were unable to be reviewed due to the serial number of the device not being available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to report that their mobile power unit (mpu) was not functioning properly. The patient replaced the batteries, double checked the locking cord into the mpu as well as the plug into the outlet but alarms persisted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.